Manufacturer narrative:
H.6. Device analysis for lead va1s3jy010 revealed conductor was broken in the body of the lead at the silicone anchor site; 15 cm from the distal end of the lead. Device analysis for lead va1srx2003 revealed conductor was broken in the body of the lead at the silicone anchor site; 14 cm from the distal end of the lead. H6 codes belong to the leads. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a175, lot# serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type lead. Product ID 977a175, lot# serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a175, serial/lot #: (B)(4), ubd: 11-jun-2022, UDI#: (B)(4); product ID: 977a175, serial/lot #: (B)(4), ubd: 06-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins) for spinal canal stenosis. It was reported that abnormal lead resistance (high impedance) occurred, 13 of the 16 electrodes of the two leads had high impedance. A surgical procedure to check the connection status between the lead and the ins on (B)(6) 2021 was performed. During the surgical treatment on (B)(6) 2021 even though the lead and ins were reconnected, the impedance abnormality was not resolved. When the lead was connected to wireless external neurostimulator (wens), there was an impedance abnormality so it was suspected the lead fractured, and two leads were replaced. The issue was solved after the lead replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that only impedance measurement by the doctor's programmer was performed on (B)(6) 2021. No surgical procedure was performed on (B)(6) 2021. A surgical procedure to check the connection status between the lead and the ins was performed on (B)(6) 2021, just before the lead replacement. There were no patient symptoms.